Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded variable shock impedance measurements after the patient underwent an ablation procedure. The shock values ranged from low, out-of-range at 10 ohms, to a more normal value of 100 ohms. The field representative reported that the clinician continued checking the shock impedances until a value of around 70 ohms was produced and remained consistent. The device data was submitted to technical services for review. No adverse patient effects were reported.